Event description:
The customer owned device was previously returned to pentax medical from a customer on 07-sep-2021 and inspection of the unit was performed under service order (B)(4) where the quality control inspector documented the following codes on 17-sep-2021: distal cap - fixed type failed epoxy seal integrity inspection, primary operation channel resistance, up/ down angulation knob play, right /left angulation knob play, distal tip annual maintenance, passed dry leak test, distal cap/ case chipped, passed wet leak test, distal cap/ case cracked, r/l brake knob auto lock when r/l angulation is manipulated, operation channel twisted in bending section. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with the following parts , and returned to the user upon completion: o-rings and seals, air/water tube, deflector operating wire, deflector staycoil, operation channel, adjusting collar, angle wire, bending rubber, distal case/cap, distal case attaching screw, o-ring(0.5x1.3) imp-1. Model ed-3490tk, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. The endoscope is pending repairs or approval by final qc as of 17-oct-2021. On 28-sep-2021, a device history record(DHR) review for model ed-3490tk, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 25-apr-2016 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 28-apr-2016.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.